Manufacturer narrative:
A patient reported failing to charge their ipg to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
H6 - investigation conclusions code "24 - cause traced to intentional off-label, unapproved, or contraindicated use" has been removed.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient stopped charging their ipg due to ineffective therapy and the ipg became inoperable. Surgical intervention was undertaken on 25 april 2023, where the system was explanted.